Event description:
It was reported that a (B)(6) female who underwent a breast augmentation primary with a mentor memorygel, 300cc on the right, and 350cc on the left side, silicone breast implant experienced bilateral silent rupture post procedure. The issue was confirmed by ultrasound and mammogram¿s examinations. As a result, patient scheduled for removal on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 12, 2022 indicated that the patient underwent bilateral replacements as follow: l/ cat#: smpb430 , sn#: (B)(6), r/ cat#: smpb390, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).